Manufacturer narrative:
Correction for initial aware date is 03/25/2205 and not 03/26/2025 initially reported in the initial report. Additional information was provided in section b5 describe event or problem, section b2 outcomes attrib to adv event and section h6 impact codes. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that a patient involved in a farawave ablation catheter procedure experienced an embolic stroke. MRI brain showed acute stroke. Patient was given apixaban. The outcomes attributed to adverse event were disability or permanent damage. No further procedure or patient details were provided. It was further reported that the current status of the patient is unknown. The patient has been extubated and was intubated when they left the ep lab last wednesday, heading directly to CT.

Event description:
It was reported that a patient involved in a farawave ablation catheter procedure experienced an embolic stroke. MRI brain showed acute stroke. Patient was gived apixaban. The outcomes attributed to adverse event were disability or permanent damage. No further procedure or patient details were provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.